Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention to revise her scs ipg pocket. The patient complained she experienced difficulty locating the ipg with the charger because the ipg was loose in the pocket and had started to flip. During the procedure the physician secured the ipg in the pocket. The issue was reportedly resolved.